Event description:
A caller reported that the pump battery was depleting too fast, resulting in a shutdown. This shutdown caused the customer's blood glucose level to exceed 500 mg/dl, with the exact value unknown but displayed as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.